Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution was selected for watchman procedure. Once the physician got the femoral access after trusteer sheath was inserted into the dilator, rf wire was inserted into the inferior vena cava (ivc). Before loading the dilator and sheath to the wire, a tip of the dilator was noted dent and damage from the are that could fracture in an area. No damage was noted on the package when the device was unpacked. The dilator was not able load on the wire. The damage was noted prior the insertion. The device was fully intact and was kinked. The dilator was not manually shaped. Thus, the dilator was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.